Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run up to 450 mg/dl. The customer had treated with a bolus. The customer reported an open circle on the insulin pump display. The customer declined troubleshooting for high blood glucose and was advised to monitor the issue. The customer was assisted in correcting the settings and the open circle went away.